Event description:
It was reported that during a follow up in clinic, the device was unable to be interrogated and there was no magnet response. The patient experienced arrhythmia, suspected to be due to loss of pacing on the device. The physician suspected premature battery depletion. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of no output, no rf telemetry, no inductive telemetry and no magnet response were confirmed. The reported event of premature battery depletion was not confirmed. The device was received with no output no telemetry communication. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found in normal range. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.